Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported consultation with the diabetologist and ketoacidosis. Locked down smartphone: lockdown: omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported intermittent communication issues between the sensor and the controller. The patient stated that similar connectivity problems occur periodically and believed a controller issue may exist. The patient also referenced a previous episode of ketoacidosis that was believed to have been triggered by insufficient insulin delivery due to missing sensor data. A subsequent review on (B)(6) 2026 showed that the patient had previously reported experiencing ketoacidosis on (B)(6) 2026 after the transition from dexcom g6 to g7, documented under case (B)(4). The patient did not seek hospital care but consulted a diabetologist, who advised that ketoacidosis could be treated at home if the patient was supervised. Details on diagnostic confirmation or specific treatment for ketoacidosis were not provided. Update was received on 20 march 2026, the patient declined to provide the healthcare facility information.